Event description:
Customer reports: anesthesiologist placed radial art line. He gained access into the artery and as he went to advance the catheter into the patient, he noticed the needle had broken at the clear tubing. He was able to successfully place arterial catheter and was able to grab the broken needle out of the arterial catheter successfully. There was no patient harm or injury reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheterization device for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the needle cannula was detached from the hub. No adhesive was found in the hub or on the proximal end of the needle cannula. The outer diameter of the separated needle cannula measured to be 0.0285" which is within specifications of 0.0280-0.0285" per product drawing. The total length of the separated needle cannula measured to be 3.8" which is within specifications of 3.797-3.807" per product drawing which indicates no pieces of the needle were missing. The separated needle cannula was able to be easily removed and advanced within the hub. A device history record review was performed with no relevant findings. The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. The needle cannula was separated from the needle hub. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports: anesthesiologist placed radial art line. He gained access into the artery and as he went to advance the catheter into the patient, he noticed the needle had broken at the clear tubing. He was able to successfully place arterial catheter and was able to grab the broken needle out of the arterial catheter successfully. There was no patient harm or injury reported.